Event description:
It was reported that the pacemaker system triggered an alert for the right ventricular automatic threshold (rvat) test in suspension due to low evoke response and increased threshold measurements on this right ventricular (rv) lead. Technical services (ts) noted a gradual increase in rv threshold over the last 12 months from two to three volts (v). Pacing output was adapted to 5v with appropriate capture observed on the presenting electrogram (egm). No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).